Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, broken reservoir tube lip, cracked keypad overlay at select button, keypad overlay texture damage and severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 400¿s mg/dl at the time of the incident. The customer¿s mother reported a crack on the insulin pump at the reservoir compartment and the o ring is coming off. The customer did not troubleshoot the issue. The customer¿s mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.